Manufacturer narrative:
Reporting institution name & address & institution phone (B)(6).

Event description:
The customer called technical support (ts) reporting that the device's power turned on without plugging into socket, then a message indicating run on an internal battery was not displayed so an ac power was plugged afterwards and the icon with diagonal line was displayed late. The power icon was showed with "x" mark. The unit itself behaved. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The reported phenomenon was not duplicated despite device checking. On the diagnostic screen, the date of lithium-ion-battery manufacturing was displayed as "********", which was an incorrect display. It was also observed that the power on/off led was observed to be unable to illuminate. Therefore, the power switch overlay will need to be replaced. The product support engineer replaced the battery and the power switch overlay to resolve the reported issue. The device passed required performance verification tests per philips standards.